Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). The reported issue could be duplicated. The investigation revealed that the control printed circuit board (pcb) was found defective and replaced. After replacement of the pcb, the ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The received logs confirmed the reported technical error code at 2024-05-23. The replaced part was requested for return but it discarded by the customer and not returned. The root cause of the event has not been determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).